Event description:
The account alleges that the hi/low function has unintentional movement upward, caused by fluid ingress in the nurse control board. No injuries were reported.

Manufacturer narrative:
The account stated that this device will not be repaired at this time. The device has been removed from service, and placed in storage. The technician provided the account with the necessary part numbers at such time they decide to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.